Event description:
Boston scientific received information that this pacemaker displayed a lower device battery life than expected. During a device check last year, the longevity was estimated to last up to three years but after six months, the device displayed a longevity of more than one year remaining battery life. Boston scientific technical services (ts) verified that the field representative called asking if this was normal battery depletion as the device remaining battery life was shorter than expected and discussed that the programmer may have been binning during the interrogation. Ts also explained that an increase in atrial output will increase power consumption. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received indicating that this device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated.